Manufacturer narrative:
Block b3: exact date unknown, based off bsc aware date. Block d2b: additional pro code selection that applies to the indication of this device <nhl> additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). Unique identifier (UDI): (B)(4). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: (B)(6). Unique identifier (UDI): (B)(4). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). Unique identifier (UDI): (B)(4). Product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. Serial: (B)(6). Batch: (B)(6). Unique identifier (UDI): (B)(4). Product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600-c. Serial: n/a. Batch: (B)(6). Unique identifier (UDI): (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection and wound dehiscence due to erosion on the head and neck. Therefore, the patient was admitted to the hospital and underwent a full system explant procedure. The explanted devices will not be returned as they were retained by the medical facility. The physician refused to disclose any further information to boston scientific regarding this event.